Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of granulomatous disease, paratubal cyst, leiomyoma, adenomyosis, colonoscopy, edema, parity 4, multi gravida, abnormal uterine bleeding, menorrhagia and left lower quadrant pain. Previously administered products included: nickel for allergy and cyclobenzaprine. The patient had a family history of hypertension and diabetes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1911 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in date of birth: as per mr: (B)(6) 2015, as per argus: (B)(6) 1979. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: indications for procedure are acute llq pain, suspected essure perforation and menorrhagia. CT showing possible perforation of her essure coils through fallopian tube [computerised tomogram thorax] on (B)(6) 2019: there is a punctate metallic foreign body measuring 3.5 mm to the left of midline in the lower mediastinum to the left of the esophagus and to the right of the descending thoracic aorta. No surrounding soft tissue changes are identified. Essure fallopian tube coils are seen. The urinary bladder appears unremarkable. No peri colonic inflammation is seen. Impression: no evidence of acute intrathoracic, intra-abdominal or pelvic visceral injury. Old granulomatous disease. Right lobe thyroid hypodensity is indeterminate. Consider ultrasound follow-up. 3.5 mm metallic foreign body in the lower mediastinum without surrounding soft tissue changes to suggest acuity. Recommend clinical correlation. Focal fatty infiltration left lobe of the liver adjacent to the fissure for the falx from ligament. Prominent amount of stool in the colon, query constipation. [Pathology test] on (B)(6) 2020: specimen: uterus, cervix, ovary, left, fallopian tubes, bilateral preoperative diagnosis: pelvic pain in female. Gross description: the left fallopian tube measures 3 cm in length and 0.5 cm in diameter. The serosa is tan-red, smooth and glistening with an attached thin and delicate fimbriated with no para tubal cysts or lesions present. Final diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary, hysterectomy with bilateral salpingectomy and left. Oophorectomy: cervix: no significant histopathologic changes. Endo myometrium: benign secretory endometrium, adenomyosis, and leiomyoma. Right fallopian tube: para tubal cyst. [Pregnancy test] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 1964 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 1964 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.